Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed a device error from ide port2. The device did not respond within a defined timeout period and the system entered bypass fluoro mode and no images could be performed. The user restarted the system, however, the image acquisition system of plane a (ias-a) of the bi-plane system did not start properly. The user then performed a complete system shutdown and powered on again via archive console extender (ace). The ias-a started properly, and normal functionality was restored. The examination of the patient was completed on the system. A defective back-up hard disk of the image acquisition system (ias-a) of plane a of the bi-plane system was identified as the cause of the error. The siemens service engineer replaced the defective hard disk and the system did not show further errors. The spare parts consumption has been checked and an error accumulation could not be determined. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The unit had no system functions and the bypass mode was not available. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The report event occurred in (B)(6).